Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the clinic and patient received an alert for hv lead impedance out of range. Upon interrogation, it was observed that the svc coil lead impedance was above the upper limit. Device was reprogrammed to remove the svc coil. Device remains implanted. Patient was fine.